Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged alarm 20 issue was verified, but the insulin gauge issue could not be verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery and the insulin gauge was inaccurate. Customer loaded a new cartridge to address the issue, however, a replacement pump was sent to resolve the issue. Customer¿s blood glucose level was 224 mg/dl.